Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a fall causing high impedance on contacts 9-16 and ipg not sitting flat in the pocket. In turn, surgical intervention was undertaken wherein the lead explanted and replaced. The ipg was repositioned flat in the pocket. Therapy restored